Event description:
The customer alleges that the ball joint fell off, the plastic broke and the connection fell off. The customer reports a short break in ventilation and no pt injury. The patient's condition is reported as fine.

Manufacturer narrative:
Qn # (B)(4). The device sample was received by the MFR, but the investigation is incomplete at the time of this report. The device history record investigation did not show issues related to complaint.